Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced recurrent low blood glucose event with a value of 60 mg/dl and alleged over-delivery from the insulin pump. The event involved product(s) mmt-1884,mmt-332a,mmt-213a. The customer treated the event with glucose tablets and candies. Troubleshooting was performed. The customer has type 1 diabetes and was using the insulin pump system within 48 hours prior to the reported event. Auto mode/smartguard was not active at the time of the event. The customer was advised to discontinue pump use, revert to a back-up plan per healthcare provider instructions, place the pump in storage mode. The product replacement and return policy was reviewed and the customer indicated understanding. No further customer complications were reported. Product return is expected for mmt-1884,mmt-332a,mmt-213a.